Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not passed self-test and no alarms in the insulin pump. Customer¿s blood glucose was 314 mg/dl at the time of incident. The current blood glucose level is 89 mg/dl. The customer was treated for high blood glucose with injection. The customer was experienced symptoms of high blood glucose level such as nausea, vomiting. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer did not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis.